Event description:
It was reported that during the procedure, the subject guidewire broke inside the microcatheter. There was a surgical delay of less than 30 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint of guidewire broken/fractured during use.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (183cm proximal fragment and 34.6cm distal fragment). The guidewire was seen to be kinked at 27cm from the proximal end. The guidewire polytetrafluoroethylene (ptfe) coating was seen to be peeling at 22cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was seen to be broken/fractured at the proximal bond joint and the core wire was exposed. The distal fragment was inspected, and the nitinol tubing was seen to be broken at the proximal bond joint. The core wire distal end was observed through the distal tip dome. Functional inspection was not applicable as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the procedure, the subject guidewire broke inside the microcatheter. The type of microcatheter used in the procedure was unknown and was not returned for analysis. No additional information was received for this complaint. Based on the analysis, it is probable that the guidewire experienced high tension and/or torsion forces during manipulation in the microcatheter that caused it to fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire broken/fractured during use' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' and 'guidewire kinked/bent' since these defects are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the subject guidewire broke inside the microcatheter. There was a surgical delay of less than 30 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject guidewire broke inside the microcatheter. There was a surgical delay of less than 30 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.